Manufacturer narrative:
One oximetry catheter was returned for evaluation. The customer report of leakage from the optical module connector was confirmed. Leakage was detected between distal lumen and optical lumen inside backform. No leakage or occlusion was observed in proximal and medial lumens. No other visible damage/inconsistency was observed from the returned catheter. A cut down of the backform was performed for further evaluation, and a gap was observed inside the backform between distal lumen and optical lumen that could lead internal leakage. The device history record review was completed and the product passed without nonconformances. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Although a potential root cause for the reported issue is associated to the manufacturing process, based on the investigation and the information there is no evidence that indicates that the manufacturing procedures were not followed by the manufacturing personnel when performing the process of fittings assembly, backend forming, and the leak and flow test. As part of the manufacturing process 100% of the units undergo a dry leak test. The instructions for use also contain the following precaution and instructions. Do an in vitro calibration before preparing the catheter. Do not get the catheter tip or calibration cup wet before calibration. Edwards oximetry monitors can be calibrated prior to catheter insertion by performing an in vitro calibration. When performing an in vitro calibration, do so before preparing the catheter (i.e. Flushing the lumens). The catheter tip or calibration cup must not get wet before an in vitro calibration is performed. An in vivo calibration is required if an in vitro calibration is not done. In vivo calibration may be used to periodically recalibrate the monitor. Refer to the monitor operators manual and the catheters specification sheet for detailed calibration instructions.

Event description:
As reported, during use of the oximetry catheter, fluid flowed into a lumen where medication is not supposed to flow. Therefore, hemosphere oximetry cable was broken. Both blood and catecholamine leaked from the optical module connector. Approximately tens of milliliters of blood was lost. No additional treatment was required due to this event. No patient injury occurred.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.